Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2019 at 1140 hours, patient's mother reported that the patient was unwell during the night and woke up with high blood glucose level (approximately 20 mmol/l) and positive ketone level (4.0 mmol/dl). Therefore, patient's mother did a full site change, however when she gets to fill tubing, she does not see any drops of insulin and she primed almost 30 units, changed the cartridge. Reportedly, the insulin (novorapid) was last changed on (B)(6) 2019 at 0700 hours and the infusion set had been used for less than 3 days. Further, the patient stayed at home from school and condition deteriorated. Patient's mother tried to treat the patient with insulin injections, but subsequently, the patient was admitted to the hospital on (B)(6) 2019 at 1130 hours with ketone level of 4.5 mmol/l, which progressed to 6.5 mmol/l and blood glucose level was over 20 mmol/l. Patient's highest blood glucose level was 29 mmol/l. Further, he was transferred to the pediatric ward the same day at late pm. During hospitalization, when the site was removed it was noticed that the cannula was kinked. The patient was released from the hospital on (B)(6) 2019 at 1500 hours with blood glucose level in normal range and pump was resumed. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.